Manufacturer narrative:
(B)(4); unit received for complaint of out of range is verified. Found that the mixer reads low throughout testing. Mixer was attached to a test ht70 and a calibrated pts2000 and allowed to cycle under standard test settings. When the mixer is set at 21 the ht70 reads 21 and the pts reads 20.9, when set at 40 the ht70 reads 36 and the pts reads 35.8, when set at 60 the ht70 reads 45 and the pts reads 44.7, when set at 80 the ht70 reads 47 and the pts reads 46.6, when set at 100 the ht70 reads 57 and the pts reads 55.5. Calibrated thread gauge was used to verify thread where the hose attaches to the mixer, passed. The mixer was disassembled for internal inspection. Found dirty filter. Found dirty diaphragm. The root cause of the volume measurement could not be determined and there were no other anomalies observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that at a time of maintenance, the fio2 was set to 60%, the fio2 was out-of-range. There was no patient involvement.